Event description:
It was reported that: the device rebooted while in use. No injury reported.

Manufacturer narrative:
The logbook, the information sent by the customer and the suspected valve o2 provided a basis in the investigation. All information available have been analyzed regarding indications for the reported reboot. The logbook revealed warmstarts caused by a detected mixers fault. Part of the mixer is the valve o2. A detailed investigation of the returned valve o2 revealed a pollution of unknown origin inside the valve causing it to stick in different positions during operation. The pollution by an unknown substance was assessed as being the root cause for the reported symptom. The internal monitoring of the device detects a malfunction of the valve o2 and triggers warmstarts in order to fix the fault. During a warmstart that takes app 8 seconds the airway system opens allowing the patient for spontaneous breathing. An alarm is posted. After successful reboot ventilation is continued. The failure rate of the valve o2 is accepted by the responsible project group. The feature was solved by replacing the suspected component.

Manufacturer narrative:
The investigation was started but has not been concluded yet. The investigation results will be reported in the follow up report.